Event description:
A patient underwent injections of restylane (3 cc) in 2005 into the nasolabial folds and upper and lower lips. A dental block consistingly of lidocaine 1% was used pre-procedure. The next day the pt called the office to complain of swollen face and shortness of breath. The pt was advised by the physician to seek emergent care at the hospital, emergency room records indicate that they arrived at 12:56 pm. On arrival their face was red, swollen, and they complained of chest tightness and shortness of breath. Initial diagnostic impression was acute allergic reaction with bronchospasm. They were examined and did not have objective evidence of bronchospasm or respiratory distress, and their o2 saturation was 98%. They were treated with benadryl 25 mg IV, albuterol/atrovent nebulizer, solumedrol IV, pepcid 20 mg IV and 1 l of normal saline. They were discharged three hours later (at 4:13 pm) with a prescription of prednisione 40 mg x 3 days, albuterol inhaler prn, zantac bid x 3 days, and benadryl 25-50 mg prn. Discharge diagnosis was "acute allergic reaction". Their symptoms improved and then recurred the next day where they were seen by the physician who prescribed medrol dosepak x 7 days. Six days later, the pt telephoned the physician and reported having finished the medrol dosepak and their symptoms were recurring. Because there are no other definitive reasons for this pt's reaction, (including the removal of all latex material from the room prior to procedure, and the use of sensicare latex free gloves during the pt's procedure), the physician initially attributed this adverse experience to restylane the device is available and stored in his office. As of four days after the pt is recovered. Upon further review it is the physician's opinion this was a localized acute reaction. He agreed there was no objective evidence of bronchospasm. Further information is not expected.